Event description:
The customer stated that he was hospitalized three times in the past year for diabetic ketoacidosis. No dates were given. The customer stated he would have blood glucose levels of 26 mg/dl and then blood glucose levels above 500 mg/dl the next day. The customer stated that the insulin pump had been dropped and exposed to an MRI scan at the time of the hospitalization. The customer did not have insulin pump with im a the time of the call. No troubleshooting was done.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.